Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that once the attempted right ventricular (rv) was not successful it required the right atrial (ra) lead to be repositioned. The helix screw would not re-extend when repositioned. Physician successfully implanted a new lead. No adverse patient effects were reported. Boston scientific has received the product and completed analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.